Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 977a275, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID :977d260, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 977a275, serial# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.. Product ID: 977d260, serial# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device.

Event description:
A patient reported via a manufacturer representative (rep) that the trial leads were pulled out purposely. The patient screamed in pain when the physician inserted the needle and complained of left leg pain. On (B)(6) 2016 the patient indicated the pain was a little better, but on the date of the report the patient stated the ¿doctor messed up his back.¿ the patient had an appointment on (B)(6) 2016. Additional information from a rep indicated the patient recovered without issue. The lead fell out on the first day of the trial and was only secured with one opsite dressing. The patient was unable to determine if they received any benefit because the lead fell out. There was no decision if the trial would be attempted again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.